Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (1 mg/ml at .048 mg/day) and bupivacaine (1 mg/ml at .048 mg/day) via an implanted pump. The indication for pump use was malignant pain. It was reported that the patient developed a seroma in the pump pocket. The hcp evaluated the patient and decided to revise and wash out the pump pocket on (B)(6) 2018 to prevent further complications. The incision otherwise appeared normal. The incision was well approximated; there were no signed of redness; and no drainage or swelling present. The issue was not resolved at the time of the report. The patient status was reported as ¿alive ¿ no injury¿. There were no known environmental, external, patient factors that may have led or contributed to the issue. It was indicated that the hcp has no further information to provide regarding the event. No further complications were reported/anticipated.